Manufacturer narrative:
(B)(4) method: the device was reported not to be available for analysis. However, a review of the device history record (DHR) was conducted for the reported lot number. Results: the DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. The devices were unavailable for testing; therefore, testing results are unavailable. Conclusion: this reported event is under investigation and additional information has been requested, however not yet received. The device is not available for return; therefore, testing and analysis cannot be completed. Should additional information pertinent to this event become available a follow-up report will be submitted. Information from this incident has been included in our product complaint reporting systems for monitoring, tracking and trending purposes.

Event description:
Our distributor reported an infusion ended sooner than expected. It was reported as, "a complaint has been received from the deputy aseptic pharmacist regarding an eclipse pump. The issue concerns an incident whereby the eclipse pump was meant to infuse over 4 days; however, the patient reported it as infusing over 3 days. The patient was administered with the infusion on (B)(6) 2015, after which the patient was discharged and the pump was disconnected at end of the infusion at the patients home on (B)(6) 2015. Additional information received: infusion was via a peripheral IV line, nursing staff attached the pump on the patient location of pump during infusion was: orifice taped to patient's skin. The pump was filled: (B)(6), 2015pm the infusion started: (B)(6), 2015 am the infusion ended: (B)(6), 2015 am the incident was noticed: (B)(6), 2015 in the am the pump was filled to 201 ml at 2 ml/hr. Cath. Placement: arm peripheral IV line procedure: chemotherapy pump filled in aseptic pharmacy suite by pharmacy technician the incident occurred in the hospital, at room temperature. Regarding adverse event it was reported as follows "not possible to quantify clinical effect of faulty pump. Administration not repeated." No medical intervention nor patient's condition was reported. It was reported that the patient was 60 years+.